Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: unspecified. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported the cannula did not deploy as intended. The patient is not familiar with the pink slide and does not know if it moved forward. The pod was not worn. No further information was provided.

Manufacturer narrative:
The pod arrived not deployed as denoted by the slide insert not being visible in the top housing window. The pod arrived in pod state 15 with 48 pulses delivered, completing only first prime, which is why the pod was not deployed yet. No timeouts or drive stalls were observed in the data. No problems were found to contribute to the reported needle mechanism failure event.